Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluation ran multiple infusions and sent the device for upstream occlusion testing with passing results. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door hooks out of adjustment. The door hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.